Manufacturer narrative:
(B)(4). Concomitant therapies: dorzolamide. Allergan is unable to confirm with the healthcare professional, therefore additional details are not attainable. The events of high intraocular pressure, wound leak, low intraocular pressure, exposure, and vision abnormalities are physiological complications and device analysis generally does not assist allergan in determining probable cause for the events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported they had a xen 45 gel stent implanted in the left eye for over two years patient and then could not see well out of the eye and felt something was wrong and it felt like tears were running out of the eye. Patient went to see their doctor who told patient it was poking out of the eye and then pulled it out. The stent broke into two pieces and some of it remained in the eye. The doctor noted the device wasn't working from the beginning. Patient also noted at one point the intraocular pressure in the left eye got as low as 3 mmhg and then went high to 22 mmhg.